Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was atherectomy of the right sfa and proximal sfa via left cfa access. The patient was set up according to office protocol. Access was gained in sterile fashion with a 7f sheath inserted over the wire (otw). A spiderfx was inserted through a .035 trailblazer and placed. The turbohawk was then inserted over the spider wire. On the 3rd insertion, it became very difficult to insert the turbohawk through the sheath. The turbohawk removed, inspected, and cleaned then reinserted. The turbohawk still had great difficulty inserting through sheath. The turbohawk was removed and replaced. The sheath was also exchanged for another 7f. The procedure had no difficulties after both sheath and turbohawk were replaced. On (B)(6) 2013, the turbohawk was investigated. The investigation found a fragment of a self-expanding stent (unknown make and model) in the distal tip.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.